Event description:
It was reported that the zimmer skin graft mesher had a damaged screen. Additional clinical follow up with the customer indicated that the reported issue was observed prior to use and there was no pt involvement.

Manufacturer narrative:
Beginning may 31, 2012, u.s. And canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 1/30/1997 and was last repaired on (B)(6) 2010 for a damaged comb. Eval of the device observed the comb to be damaged. The right end of the roller was slightly gnarled and the gear teeth were heavily galled. The left bushing was also noticed to be exposed. Additionally, both set screws were exposed on the inside of the ratchet gear, and the side plates were damaged. A test mesh and calibration check could not be performed due to the damaged comb. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.